Event description:
It was reported that there was damage to the threading after the removal of the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A single inner setscrew was returned for evaluation.visual inspection noted that the set screws had significant thread damage resulting in torn threads. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the single inner set screws was conducted on the specific product code from this complaint as the product family does not exist for this device. Review of complaints found no significant trends. The root cause of the single inner set screw threads becoming torn cannot positively be determined. However, the noted torn threads is most likely indicative of an inadvertent cross threading having occurred during set screw tightening. Additionally, the noted deformed thread suggests that the set screw was not properly seated upon insertion resulting in a deformation in the set screw thread. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issues identified in the manufacturing or release of these devices, therefore, this complaint file will be closed with no further action required.